Manufacturer narrative:
Pump received with intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive and are sticking. Customer does not recall any significant events leading to the error. Customer's blood glucose was 145 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.